Manufacturer narrative:
Insulin pump passed displacement test and self-test. Insulin pump was monitor without battery for 10 minutes. After re-insert battery no unexpected power loss alarm noted. Low battery alarm was noted on long history file. Pump was returned for power error (alarm 25). Detailed trace analysis confirmed low battery alarmed and then alarm 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed low battery alert less than 1 week. Customer's blood glucose reading was 119 mg/dl. Product is being returned and replaced.